Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer contacted the customer and verified the reported malfunction. The customer confirmed that the footswitch was not charging and the led on the plug was not turning on. The wireless footswitch charger was then replaced, and the reported issue was resolved. The system was returned in good working condition and was ready for clinical use. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch (wfs) charger was defective and needed to be replaced. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.